Manufacturer narrative:
(B)(4). The device was returned for evaluation of the reported complaint. Visual and microscopic inspections were performed on the returned sample and found unrelated issues. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, it was determined that the actual sample did not meet specifications based on additional defects identified; however the reported complaint of leak was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash solution transfer set leaked during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.